Event description:
It was reported that the device was shedding. No patient injury was reported.

Manufacturer narrative:
One 5.5mm abrader burr was returned for evaluation. Visual assessment of the blade showed evidence of surface scoring on the inner ID of the outer sheath. The heat shrink tubing that is applied to the inner burr shows signs of shedding. The burr appears to have been subjected to excessive side loading during use.